Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the coils migrated and perforated their uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device allergy ("there are other materials it is made out of that people have had reactions too"). At the time of the report, the uterine perforation and device allergy outcome was unknown. The reporter considered device allergy and uterine perforation to be related to essure. The reporter commented: some people, the coils migrated and perforated their uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the coils migrated and perforated their uterus') in a female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and hypersensitivity ("there are other materials it is made out of that people have had reactions too"). At the time of the report, the uterine perforation and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and uterine perforation to be related to essure. The reporter commented: some people, the coils migrated and perforated their uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.